Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the insulin pump had frozen screen. The customer¿s blood glucose level was unknown. The customer reported that the pump was freezing up and also had issues with insulin pump. The insulin pump will not be returned for analysis.